Event description:
Information received indicates the bed will not stay in the trendelenburg position.

Manufacturer narrative:
The facilities maintenance replaced the trend gas springs to repair the bed.